Event description:
It was reported that the device went to recommended replacement time early and lasted approximately 3 years. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-45 implantable pacing lead: (B)(6) 2005. 6947 implantable tachy lead: (B)(6) 2009. 4196 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4)